Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not know if the blood glucose level was impacted. The infusion set site was changed and another occlusion alarm occurred. The customer disconnected from the pump and was using insulin injections to manage diabetes. The customer indicated that another type of infusion set was to be discussed with the healthcare provider.